Event description:
Customer reportedly received results of lo and hi within 10 minutes on the same device. Customer reports taking 30 units of novolog due to not feeling hypoglyceminc. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.